Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient presented for implant procedure. During procedure, the leadless pacemaker (lp) exhibited low pacing impedance after fixation. The lp was repositioned and exhibited poor capture thresholds after fixation. While attempting to reposition the lp, the lp prematurely separation from the delivery catheter. The lp remained implanted. There were no patient consequences.